Event description:
Revision surgery - due to the stem loosening; it began to subside.

Manufacturer narrative:
The reason for the revision surgery is identified as loosening of the stem and was beginning to subside after approximately 15 years of patient use. Extended searches of the patient database produced no additional information concerning the original surgery date. There is no information supplied about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for this revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the product device history records was not conducted since the lot number was not reported for this event and could not be established or determined. Extended searches of the patient database produced no additional information or further identified the specific identity of the product. The root cause for this revision surgery was identified as loosening of stem and the stem began to subside. Without additional information the cause of the product complaint wear cannot be determined with confidence other than normal use. There are no indications of a product or process issue affecting implant safety or effectiveness.